Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out. Additionally, the patient touching or picking at the wound has been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incision at the receiver site became very moist and opened up. The patient met with the implanting clinician and the incision was flushed with sterile saline and alcohol and chloroprep were used around the incision. Sterile gauze was used to pat down the excess solution and the incision was closed with steri-strips and covered with tegaderm. As of (B)(6) 2026, the incision has fully healed with no signs of irritation, redness, or infection.